Event description:
It was reported that once when the patient¿s husband and her were fooling around with the patient programmer, he turned it up too high and it shocked her. The patient stated that this was ¿several months ago.¿ no intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient was ok.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fkw4, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).